Event description:
It was reported that during a procedure, at 36020 joules; 3:55 minutes, fiber stopped functioning. The fiber was exchanged and after 5:22 minutes of use the second fiber exhibited the same issue. The second fiber was exchanged and the procedure was completed. Patient outcome "no damage to the patient" reported.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone proximal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap and is protruding. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.